Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. Aortic cuffs from another manufacturer were also implanted at the index procedure. The aortic neck was 19.5 mm in diameter proximally and 21-23-24 mm distally with a 90 degree angulation and it was calcified. At the time of the index procedure the bifurcated stent graft was implanted lower than intended and there was a type ia endoleak which required another manufacturer¿s aortic cuffs to be implanted. The first aortic cuff was implanted at a more distal position than initially planned, and the second aortic cuff was implanted just below the lowest renal artery. It was reported that there was a type ia endoleak due to an unknown cause that was observed at the 6-month follow up and there was also symptoms of dic (disseminated intravascular coagulation) confirmed. Additional treatment was performed in order to resolve the type ia endoleak. Chimney technique was used in both renal arteries and an endurant cuff (B)(4) was implanted approximately 5mm below the sma. The procedure was completed after confirming that the type 1a had resolved and there was blood flow to both renal arteries. Bare metal stents from another manufacturer were used for the chimney technique. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).